Manufacturer narrative:
Two x series defibrillators ((B)(6)) were returned to zoll medical corporation and evaluated under separate service requests (medwatch report 1220908-2025-02051) following their use on the same patient during synchronized cardioversion. Both units underwent full functional testing with no abnormalities or faults identified. Device performance was within specification. The device was returned to zoll medical corporation for evaluation. Log reviews confirmed intermittent r-wave detection and occasional synchronization with t-waves. These findings were attributed to two main factors. First, pacemakier blanking: the patient had a medtronic pacemaker, and the x series defibrillator includes a filter that temporarily inhibits sensing for approximately 40 milliseconds after each pacing spike to avoid misinterpreting pacer spikes as qrs complexes. This can result in spotty r-waves detection. Second, waveform morphology: during the review, the device misinterpret complex ECG patterns, especially in patients with atrial conduction abnormalities. This behavior is consistent with expected device performance and not indicative of a malfunction. The device was recertified and returned to the customer. According to the x series operator's guide, synchronized cardioversion should be performed using a standard ECG cable and electrodes for mor stable acquisition. If consistent r-wave detection is not achieved, changing the ECG lead view is recommended to improved visibility of cardiac signals. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient for cardioversion (age & gender unknown), the device didn't sync on appropriate segment of rhythm. Complainant indicated that there were no adverse effect to the patient due to the reported malfunction.